Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient fell on their right side/on their stomach in (B)(6) 2018 and broke their humerus bone on the right arm, and ever since the fall, the device had not been working well, which led to a loss of efficacy. The patient had gone backwards with the therapy, the machine was not doing what it was supposed to be doing, and the patient was wearing pull ups during the day and night. It was noted that the event was possibly related to the device or therapy and not related to the implant procedure. Interventions taken included reprogramming and having the patient attempt 1 week at each new programmed setting, noting any change in symptoms. At the time of the report, stimulation and the therapy was on p1 at 3.3v; the patient increased to 3.9v and felt stimulation in the correct area (i.e., bike seat). It was noted that the event was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was seeing their healthcare provider (hcp) and the hcp was having the patient try different programs to see which one would work best for the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Date manufacturer received in regulatory report #3004209178-2018-20816, follow up number 003 should be 2019-01-03 and not 2018-01-03. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the entire system was explanted and replaced. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.